Event description:
There was no pt involved in this event. This device malfunction because the device would not power-on and the status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it has performed to spec up to (B)(6) 2011. Upon initial testing of the device, it failed to power up using the returned pad-pak. Using a test pad-pak the device powered on normally and the status led continued to flash. Investigation revealed a failure of the device pogo-pins. The device has been left in fault mode for 16 months after failing an auto self-test due to a low battery. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.